Event description:
Urgent c-section, failure of intellicart to properly suction. Intermittently stopped suctioning, and intermittent loss of sxn power. Both sides used with same result. Please speak to [names redacted] for further details.